Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) (caller) regarding a patient who was receiving unknown drug via an implantable pump for malignant pain. It was reported that the caller stated that they were with a provider and they were going to be turning off the pump. The caller stated they believed the pump might have flipped. The caller did not know when the pump had flipped but was thinking it might have been like a month ago ((B)(6) 2026).